Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
It was reported that while the technician was on a phone call with customer support, she lifted the top cover of the alinity I processing module to reach for the reagent and sample manager (rsm) rack, the top cover came down and hit her head. The technician reported that she thought the top cover was locked in the up position but is unsure. She then set the phone down and fully opened the cover before attempting to remove the rack again, at which point the cover remained securely locked in the raised position. The customer stated that she is okay, does not require medical treatment, and does not feel the need for medication such as ibuprofen. She indicated that she was startled, as she believed the cover had been properly locked in the open position and did not expect it to fall. No impact to patient management and no further impact to user safety was reported.